Event description:
It was reported that during the beginning of a prostate procedure the fiber had tip damage at 61,123 joules. The second fiber had a cap detachment at 66,203 joules inside of the patient and the cap was flushed out without issue. The case was completed with a third fiber. No patient's injury was reported. This report is for the second fiber.